Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Final analysis found the device had exhibited an advanced battery depletion and had eol characteristics. A fractured ceramic output board caused missing atrial output in both configurations. No complaint was received with return of the device. Failure (event) observed during analysis.